Event description:
It is reported that the surgeon was unable to insert the nail cap. After 30 minutes of trying the surgeon used a different nail cap.

Manufacturer narrative:
This report will be amended when our investigation is complete.